Event description:
According to the reporter, in an inspection, the device gets no power on and all three icons (charge-pak, attention, and service wrench) are displayed. There was no patient associated with the report.

Manufacturer narrative:
A replacement device was provided to the customer, and physio-control will evaluate the replaced device, upon receiving it from the customer.